Event description:
A site rep reported that navigation froze. The system resumed tracking and there were no further issues. There was no impact to the pt.

Manufacturer narrative:
Pt info was not available at the time of this report. Investigation is currently in progress.